Event description:
The pt had her 1st injection of orthovisc on (B)(6) 2014 and complained of calf pain. The surgeon ordered an ultrasound before continuing with the 2nd injection. The pt received her second injection of orthovisc on (B)(6) 2014, post injection she could not urinate for 24 hours. The pt went to the emergency room and was tested to determine the cause of the affliction. The pt has not returned for the rest of her treatments and has not returned the attempts the doctor has made to contact her.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.